Event description:
The customer reported discrepancy with high contrast resolution, and kvp accuracy at 110 kv. No pt injury was reported.

Manufacturer narrative:
The ge service rep measured the resolution with the tool placed on the image intensifier. He adjusted the ccd camera focus, then repeated the resolution verification. He measured the resolution with the 3/4" al block and line pair tool, set on the image intensifier. The rep measured the resolution with the 3/4" al block and line pair tool, 12" off the image intensifier, measured the low contrast resolution, using (2) 3/4" al blocks and the lc plate, checked kvp accuracy at 100 kv and found it to be 115.0 kv. No problem found. The rep checked overall operation and verified the system performs as intended.